Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: it was reported that revision surgery was performed on the patient¿s right hip. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. A review of the complaint history for the bhr cup and head was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. In the absence of the actual devices, the production records were reviewed for the known devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as result of the reported event and no further actions are required at this time. The available medical documents have been reviewed. The clinical information provided of pain, elevated metal ion levels, dense hypertrophic synovitic reaction with white-tan stained tissue, and large lytic defects may be consistent with a reaction to metal debris. However, the source and the root cause cannot be determined with the available documentation. It cannot be concluded that the reported clinical findings are associated with the implant failure. Without further information we cannot further investigate or confirm the details supplied in this complaint. The investigation remains inconclusive and a definitive root cause cannot be determined. Additionally, specific factors known to contribute to the alleged fault cannot be provided due to the insufficient information. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
*Us legal mdl* it was reported that, after a primary bhr resurfacing construct had been implanted on the plaintiff's right hip on (B)(6) 2008, the plaintiff experienced elevated cobalt and chromium levels, pain and adverse local tissue reaction. A revision surgery was performed on (B)(6) 2019 to treat this adverse event. The plaintiff's outcome is unknown.